Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 2 revision surgeries for the same patient, see MDR 1032347-2011-00047 and 48.

Event description:
It was reported the patient was having pain in the fossa area due to screws poking through into the muscle near the articular eminence. The 9mm screws were removed and replaced with 7mm screws.